Event description:
It was reported the subject device image kept going out during an unspecified procedure. The monitor cord was having an issue. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation and the customer's allegation was confirmed. The image kept going out during surgery due to faulty cable. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test under the serial plate based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.